Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Ans defers to the patient¿s physician regarding medical history.

Event description:
On (B)(6) 2008, the patient was implanted with an scs system. The patient lost stimulation and the amplitude stopped at perception on all five of the programs. The ipg is fully charged and there are no error codes showing on the display. The patient had changed the programmer batteries. The patient was revised on6v 2010 and occipital lead movement was observed. The lead was explanted and replaced.